Manufacturer narrative:
Device 4 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. . It was reported that patient faced adhesive issue with seven infusion sets. Infusion set fell off during use on 16-april-2024. Duration of use of infusion set was few hours. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.